Event description:
It was reported the device was used during a case, the device gave an over temperature error with handpiece. Used an alternate method to complete the case with no patient consequence.